Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that after the device successfully delivered the first shock the user placed the device back into sync for a second shock, the user then hit the analyze button 6 seconds later. The device then indicated a prompt to the user to "remove sync" and the user turned the device to manual monitor mode. It was our understanding the device was being used in a cardioversion, where the analysis feature is not intended for use. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not go into sync mode. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.